Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that the night prior to report he saw end of service (eos) on the recharger and the patient programmer. The patient stated he first noticed the eos message on his insr last night after he charged his ins. Patient confirmed he was able to charge his ins last night. Patient confirmed on call that he was seeing eos message on insr. Eos was reviewed and caller was redirected to the healthcare provider (hcp). No patient symptoms were reported.